Manufacturer narrative:
(B)(4). Results of investigation: the carefusion factory service center received the suspect device, a sipap unit, and evaluated the device. An evaluation of the device duplicated the reported issue and isolated the issue to the blender being out of calibration. The factory service center performed a 2 year preventative maintenance procedure with blender overhaul and the unit meets factory service specifications.

Event description:
The customer reported that the blender knob is not matching up to the measured fio2 (analyzer in-line). When the knob is set to 60%, the analyzed fio2 is only 50%. There was no patient involvement associated with the reported issue.